Manufacturer narrative:
Subsequent follow-up with the customer, additional information was received. The reporter stated that this was not a one-time incident as it had happened quite a few times. The reporter clarified that it felt like the motor in the handle heated up which resulted the drill to stop working. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no problem. Therefore, reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the motor and flex circuit had corrosion which built up over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The contact¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was heating up. The reporter stated that when they visited the facility to investigate, the device was tagged as "stopped working mid case". It was not reported if there were any delays in the surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.